Manufacturer narrative:
H3: analysis verified damaged. Mute port damaged. Unit presented with v1.5.4 sw. Replaced defective parts. Nim-vital console has been successfully updated to software v1.6.4 v h6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Code c19 and d20 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6); serial/lot #: (B)(6) previously submitted additional code imf f24, img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6),UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #:(B)(6), UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6) is (B)(6) 2022 additional codes img g02005 is for product ID: nim4cpb1, serial#: (B)(6) and serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, the usb port is damaged on the console. The nim would not respond to nerve stimulus. The surgery was able to be completed. Second device was used for completing procedure. The first device would not register anything. There was no known patient impact.